Event description:
It was reported there is noise on the ECG (electrocardiogram). When pressure is applied to the ECG connector, the noise varies, depending on the amount of pressure. It was further noted that the cable had been changed, but there was still noise. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and analysis confirmed that the printed circuit board was loose or detached.